Event description:
The user facility reported to olympus the endoeye flex deflectable videsoscope had a b31 scope communication error. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to b5, deterioration of the adhesive from chemical and/or physical stress, deformation due to physical stress and insufficient cleaning from handling issues. Physical stress from being knocked over or dropped. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that the defect of the image sensor unit or failure of the internal board of the video connector unit or the system caused the event. Olympus will continue to monitor field performance for this device.